Event description:
It was reported that this brady lead was unable to be successfully implanted as the current of injury was observed to be inverted. Reportedly, the physician was able to correct the issue by reversing the pacing system analyzer (psa) cable alligator clips. The psa cables were replaced and a non-boston scientific analyzer was also used, however; this actions did not resolve the issue. After replacement of the lead the current of injury appeared normal, and a lead perforation was suspected to be the cause of the inverted current of injury. The lead was replaced and is expected to be returned for analysis. No additional patient adverse effects were reported.

Event description:
It was reported that this brady lead was unable to be successfully implanted as the current of injury was observed to be inverted. Reportedly, the physician was able to correct the issue by reversing the pacing system analyzer (psa) cable alligator clips. The psa cables were replaced and a non-boston scientific analyzer was also used, however; this actions did not resolve the issue. After replacement of the lead the current of injury appeared normal, and a lead perforation was suspected to be the cause of the inverted current of injury. The lead was replaced and is expected to be returned for analysis. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. There were no setscrew marks on the terminal pin. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. A stylet insertion test passed without issue - indicating no blockage in the lumen. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.